Event description:
It was reported that there was a lead fracture at the level of the connection with the extension. It was noted that there was high impedance. It was noted that surgical intervention was performed to replace the lead. It was noted that the issue resolved. It was noted that the patient did not receive therapy because the impedances of the system were not good. It was noted that the patient was alive with no injury at the time of the report and there were no further symptoms or complications associated with the event. Additional information received reported that device was for s1 right sciatica. It was noted that the impedances were tested just before the lead was replaced in the operating room. It was noted that several pairs had a reading of ¿???¿ while the remaining were over 4000 ohms, except for between contact 1 and 2, which was 2056 ohms. It was noted that the old lead was replaced and the patient was receiving effective therapy. It was noted that the patient was well and was again relieved. It was noted that the broken lead was disposed of. Additional information received reported that the patient described a loss of stimulation since (B)(6) 2013.

Manufacturer narrative:
Concomitant product: product ID 3587a, lot# unknown, explanted: (B)(6) 2014, product type lead. (B)(4).